Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir ring is broken. The customer's blood glucose reading was 117mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and stained end cap sticker.